Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another set of electrode pads and were able to obtain a rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.